Manufacturer narrative:
One (1) imp tm 4.1mm mtx full,10m (tmt4b10) was not returned for investigation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item and lot number along with the applicable device history record (DHR), instructions for use (IFU), and risk file. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. A pre-existing condition noted on the per was high bone density (type I). The reported device was located on tooth # 19 (universal) and was used for an unknown amount of time. The customer did not provide any pictures or x-rays. Appropriate documentation was reviewed. DHR review for the lot (1227980) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Product was conforming at the time it left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot (1227980) for similar complaints/event and no other complaints were identified. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: k113753, k112160.

Event description:
It was reported that the trabecular metal implant fractured in the patients mouth at the coronal edge of the trabecular portion. They already removed the upper portion and the patient will return today to removal the bottom portion. Tooth site #19. The implant was placed by another dentist. Clinician confirmed that they were able to retrieve of the broken implant portions from the patients mouth. They will send it back.